Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of his report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : on an unreported date, the patient began treatment with dianeal 1.5% pd2 and dianeal 2.5% pd2 for peritoneal dialysis (pd) therapy. Upon follow up it was reported that the patient was hospitalized for two days and was treated with meropenem (1.5 grams for 14 days, route and frequency were not reported) for peritonitis. On an unreported date, antibiotic treatment was stopped and the patient was discharged from the hospital. At the time of this report, the patient has completely recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.